Event description:
It was reported that the vns patient had recently been experiencing an increase in seizures. The patient¿s device was nearing end of service and the cause of the increased seizures could not be determined. The patient was referred for surgery but no known surgical interventions have occurred to date.attempts for additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Follow-up with the patient¿s physician revealed that there was no indication that the patient¿s increase in seizures was related to vns. The physician was unable to determine the cause of the increase in seizures.